Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the unit had been damaged due to the reported event. Due to the damage to the transfer carriage, the technician was unable to test the functionality of the transfer carriage. Based on the description of the event, the employee did not properly align the transfer carriage with the sterilizer's docking station causing an inadequate latch of the transfer carriage's front wheels resulting in the reported event. The technician counseled user facility personnel on the proper use and operation of the evolution transfer carriage, specifically properly engaging the transfer carriage with the docking station. Due to the damage, the transfer carriage will be replaced as a result of the event. No additional issues have been reported.

Event description:
The user facility reported that while an employee was unloading their sterilizer, the evolution transfer carriage fell to the ground. No report of injury.